Manufacturer narrative:
Initial.

Event description:
It was reported that after announcing a meal for an energy drink, the user received an occlusion alert on the ilet, which was attributed to kinked tubing following a recent supply change; the user replaced the infusion set and supplies and was advised not to re-announce the meal while monitoring blood glucose, which was 137 mg/dl, consistent with an obstruction of insulin flow involving the connector/coupler component of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.